Event description:
It was reported that air bubbles were observed within the canister. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the situation by pushing air out during the fill tubing step.